Manufacturer narrative:
The device was returned to silk road medical. It was confirmed that there was a tip separation and damage to the sheath consistent with the application of external force. There was no indication the product did not conform to specifications prior to distribution. There was a report from the physician that they may have accidentally clamped onto the device to cause the separation, but this was unable to be confirmed. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a conduit approach was used and upon removal of the arterial sheath from the conduit, the black marker tip was observed to be missing. The physician stated that he must have clamped the tip of the sheath which possibly caused the separation. Further, it was noted that there was some fraying or unraveling of the spring like structure on the outside of the sheath. Per the physician, the black tip of the sheath was not in the patient per imaging. There was no additional intervention performed and no reported health consequences or impact to the patient.